Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 25-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that their was a lead issue; high impedances. Troubleshooting was performed; decrease in therapeutic relief on patient¿s left side (the side her chronic pain is located on. Ran connections and impedances. 0-7 all showing as disconnected and multiple high impedances. Cause was not know; "out of regulation (oor)" or "settings not available" was seen. It was reported there was a return of pain. Rep was able to reprogram the patient to avoid oor message. Patient is going to see how she does over the next few weeks then let dr. (B)(6) know if she needs any additional intervention.